Manufacturer narrative:
(B)(6).

Event description:
It was reported that device generates heat. No patient or user injuries were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. There was no relationship found between the returned device and the reported incident. The complaint of overheating could not be reproduced. A functional evaluation was performed and the mdu failed with a hand piece sensor error. Cause of error is a defective hall board. Motor and power cord passed functional testing. The complaint investigation has concluded that the cause of the hand piece sensor errors is a defective electronic component on the hall board. The complaint of overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.